Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer checked all probe alignments and cleaned the sample probe and drain. The customer then primed sample and reagent 1 probe pumps and replaced and trimmed reagent 1 probe tubing. After the evaluation of the instrument, the cse inspected cuvette manufacturing. The cse found that the heat torch solenoid assembly was loose. The cse tightened the torch solenoid and made 20 cuvettes without error. The customer recalibrated the calcium assay. Precision testing and quality controls were run, resulting within range. The cause of imprecise ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise calcium (ca) results were obtained on patient samples on a dimension xpand plus with hm instrument. It is unknown if any discordant results were reported to the physician(s). The customer sent calcium testing to an alternate facility until imprecision was resolved. There are no reports of patient intervention or adverse health consequences due to the imprecise ca results.

Manufacturer narrative:
The initial MDR 1226181-2015-00554 was filed on september 28, 2015.corrected information (09/30/2015): the instrument was incorrectly noted as dimension xpand plus with hm. The correct instrument name is dimension xpand with hm.

Event description:
Imprecise calcium (ca) results were obtained on patient samples on a dimension xpand with hm instrument.